Manufacturer narrative:
Initial reporter identified in section b-7 that the pt had swelling of upper lip and protruding teeth & gume. Results: pt suitability factors are described in the precaution section of the product instructions for use. Suitability factors to consider include pts with protruding teeth, pts without teeth or unable to wear upper dentures thereby lacking the maxillary support required to use the etad, and or pts with full lips or facial swelling. In addition, pts with full beards or mustaches may lack the necessary support to anchor the skin barrier.